Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A third-party service agent evaluated the customer's device and was unable to duplicate the reported issues. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issues could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to "read the trace" and also an issue with defibrillation after an operation. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.